Event description:
A malfunction alarm with code malf 0 was reported, and there were no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the same malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if further issues arose.